Event description:
Updated summary: the customer reported that emergency medical services was dispatched. No other treatments were mentioned for the hypoglycemic incident on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with an insulin pump, glucose, and an emergency room visit. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 44 mg/dl and the low limit in sensor settings was also 44 mg/dl. The blood glucose value associated with the triggered suspended event was 60 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-7020la, and mmt-1880. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the sensor has been worn for 4 days or more. Troubleshooting was performed for the low blood glucose/overdelivery and the length of hospitalization was less than 24 hours. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer takes medication such as acetaminophen, paracetamol, or hydroxyurea. The medication taken was tylenol when having a headache and diclefanal when having muscle pain. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7020la. No product return is required for mmt-1880.